Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while charging the stimulator with wireless recharger, the message "selective replacement indicator replacement date reached. Please contact the attending physician. Service code 4100¿, was displayed. The stimulator stops charging at 75% and never reaches 100%, even after an hour of charging. As a troubleshooting measure, the recharger was reset, however, the power button remained rotating green and did not change to blinking, which indicates charging. The issue was not resolved at the time of this report. No patient complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Since implant has reached eri, it is considered to be normal battery depletion. Due to battery depletion, it takes longer than before to reach 100% from 75%, so they explained to patient that they should continue charging for a longer time than before. They confirmed that the issue had resolved and that the battery was able to reach 100%.